Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown lot number. Implant date: original implant date unknown, sometime in 2013 without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a l4-5 soft posterior lateral interbody fusion (plif) surgery with 5x45mm uss screws in 2013 (date unspecified). Reportedly, within a week of surgery (date unspecified) the patient returned to the operating room to redirect one screw to the appropriate location (level unspecified) which initially had been placed incorrectly by user error. During a follow-up visit the collar was seen to be broken on x-ray and at another visit, right sided screws were seen to be broken on x-ray. Months later a non-union was detected on right side between l4 and l5 and the patient returned to the operating room on (B)(6) 2015 for anterior lateral interbody fusion (alif/360) surgery and for revision of the broken posterior uss hardware. The uss hardware removed included the broken collar on the l4 left screw and both right screws at l4 and l5 were broken. The uss hardware was replaced with new implants. This report is 4 of 8 for (B)(4).